Event description:
It was reported that the patient¿s implantable pulse generator (ipg) was too deep in their pocket to charge. The ipg was unable to be interrogated in the operating room. There was no normal battery depletion reported. There was no patient death or injury reported with this event. The patient had their battery replaced and was receiving effective therapy since the replacement.

Event description:
Additional information reported that the patient was still getting appropriate therapy and they were charging effectively.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type recharger product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.670 volts. On (B)(6) 2015, the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.